Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 46 events were reported for this quarter. 42 devices were received for evaluation. 38 events were duplicated during testing. The reported event was not duplicated during testing for 2 devices; however, the devices were outside specifications. 32 devices were found to be affected by compromised lubrication. 3 devices were found to be affected by corrosion. 1 device was found to be affected by debris. 1 device was found to be affected by corrosion and compromised lubrication. 2 devices were found to be affected by a shattered bearing and compromised lubrication. 1 device was found to be affected by a shattered bearing. 2 device evaluations are in progress. 2 devices are available for evaluation but have not yet been received. 2 devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 46 malfunction event in which the device overheated. 44 reported events had no patient involvement; no patient impact. 1 reported event had patient involvement; no patient impact. 1 event had patient involvement, resulting in a first-degree burn.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number (B)(4). Supplemental rationale: 4 previously reported events are included in this follow-up record. Product return status: 2 devices were received for evaluation. 2 devices were not available to stryker for evaluation. Evaluation status: 2 events were confirmed during testing. 2 devices were found to be affected by broken down lubrication. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes 46 malfunction event in which the device overheated. 44 reported events had no patient involvement; no patient impact. 1 reported event had patient involvement; no patient impact. 1 event had patient involvement, resulting in a first-degree burn.